Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "ischemia" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "poor perfusion", "nipple perfusion was compromised w/ implant in place after mastopexy".

Event description:
Healthcare professional reported "poor perfusion". Later healthcare professional reported "nipple perfusion was compromised w/ implant in place after mastopexy". Treatment was reported as "wound care". This record is for the left side. Device was explanted and replaced and it was discarded.